Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high threshold and high impedance on the right ventricular (rv) lead. The patient did not need a ventricular and therefore the lead was capped. No patient complications have been reported as a result of this event.